Manufacturer narrative:
The initial MDR 2517506-2021-00152 was filed on 25-jun-2021. Additional information (30-jun-2021): the siemens customer service engineer (cse) performed troubleshooting tests on the integrated multi-sensor technology (imt) module to determine the source of the problem. A visual inspection found damage to the sample tubing conduit and the diluent tubing. These parts were replaced by the cse and quality control materials were run with acceptable results. A definitive cause of the falsely elevated potassium (k) patient sample test result could not be determined. Contributing factors are sample integrity and preanalytical variables. The instrument is performing with specifications. No further investigation of the instrument is needed. Section h.6 an adverse event problem code was updated.

Manufacturer narrative:
The initial MDR 2517506-2021-00152 was filed on 25-jun-2021. A supplemental MDR 2517506-2021-00152_s1 was filed on 20-jul-2021. Corrected information (21-jul-2021): siemens received a correction to the date of the event. Section b3 was corrected to reflect the date change.

Manufacturer narrative:
The customer contacted siemens to report a falsely elevated potassium (k) patient sample test result was obtained from a dimension exl 200 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. Siemens is investigating the event.

Event description:
A falsely elevated potassium (k) patient sample test result was obtained from a dimension exl 200 instrument. The initial result was reported to the physician(s) who questioned the result. The same sample was repeated on the same instrument. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated potassium test result.